Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused an unspecified illness that resulted in death. The patient's mother did report the patient to receive medical intervention and was hospitalized in (B)(6) 2021, placed on a ventilator and then passed away. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused an unspecified illness that resulted in death. The patient's mother did report the patient to receive medical intervention and was hospitalized in (B)(6) 2021, placed on a ventilator and then passed away. The reported event of death and its reported severity was reviewed by the pms clinical expert. This event is not assessable due to insufficient or contradictory information, specifically that it is unclear whether the patient was on a philips device while in the hospital, it is unclear/undetermined what was the cause of clinical decline in the hospital, what was the cause of death, or details about the patient's use of the device. Based on the available information, the manufacture concludes if additional information is obtained, send it to the clinical expert for further review. Otherwise, no further action is required. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.